Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6)2023, it was reported that the infusion set's tubing came apart close to site location, twice at work and once working up the stairs (usually not overly active). This issue occurred with 6 infusion sets. The site location was patient's abdomen, leg and arm and the pump was located on the same side. The infusion had been used for 10-12 hours, 14 hours and 2 days, respectively. Reportedly, the infusions were stored in room temperature in a dresser in the bedroom. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information was available.